Manufacturer narrative:
The insulin pump had an intermittent button due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's nurse reported via phone call that the down arrow is stuck and unresponsive. The patient's blood glucose at the time of incident is unknown. The customer does not recall any significant events leading to the keypad issue. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.